Event description:
It was reported that the customer experienced issues with the pump's usb charging port which required them to hold the cable at a certain angle to charge properly. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting. No additional patient or event information was available.